Event description:
The pt was being moved into position with the table trolley. The pt dropped his hands and grasped the sides of the table. His finger became caught between the table trolley and the removable table top causing a fracture of the 4th digit on the pt's left hand. An x-ray confirmed the fracture and the pt was treated by the attending physician. The pt's finger was splinted and iced and he was released.

Manufacturer narrative:
The system was checked by the local siemens engineer. The system performs according to the specifications and there was no product malfunction. The magnetom avanto user manual clearly states the importance of pt positioning during table movements and scanning.